Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported via follow up that the patient had an ICD check. It was determined that the episodes were vt and cardioversion was required. The patient will continue to be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing triggering device classified false termination of atrial tach cardia/atrial fibrillation (at/af) event(s) at times. In addition, the patient received multiple inappropriate shocks while in atrial tachycardia/atrial fibrillation (at/af). The ra lead remains in use. It was further reported that the ra lead continued exhibit undersensing triggered device classified false termination of at/af event(s) at times. It was also reported that the patient received possible inappropriate anti-tachycardia pacing for suspected atrial fibrillation (af) with rapid ventricular response, supra ventricular tachycardia (svt) versus ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.